Event description:
Adverse event(s): "blurring of vision" (blurred vision). Product problem(s): "conglomerated whitish fluffy material as well as crystalline bodies of different sizes" (no code available [iol (intraocular lens) implant]). A journal article reports two cases of delayed accumulation of regenerated cortical lens material in the capsular bags behind the intraocular lens (iol) with transient impaired vision several yrs after implantation. There are two medical reports associated with these events. This report is for the first pt. For this pt, the postoperative period following bilateral implant surgery was unremarkable and bcva in both eyes independently was 20/20. Four yrs afterward, this pt reported a sudden blurring of vision in the left eye with decreased bcva of 20/80. Exam by sit-lamp revealed a quiet anterior segment with presence of whitish fluffy material and crystalline bodies of different sizes in the capsular bag behind the iol covering almost the entire pupil. The material was gravity-dependent and moved minimally along with eye movement. It was believed that the equatorial regenerating cortical matter from the superior formix of the capsular bag became dislodged and gravitated down behind the iol. It was recommended that the pt undergo a lavage of the capsular bag but he refused. The pt continued to be monitored and at subsequent f/u visits. It was noted that the material in the capsular bag behind the iol was spontaneously decreasing. At the end of a one-year period, the visual axis cleared and the bcva was 20/30. The posterior capsule was clear and there was slow absorption of the material. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. No further info is expected. Bhattacharjee, h., bhattacharjee, k., and bhattacharjee, p. (2007, nov-dec). "Delayed accumulation of lens material behind the foldable intraocular lens." Indian journal of ophthalmology 55, 472-475. (B)(4).